Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they are not sure if the stimulator is really helping them, a week ago they went to their pain doctor and was told that they can just shut off the stimulator for a while and said their legs 'are getting worse'. Pt said they have the stimulator because of "severe stenosis' in their back shutting down the nerve 'messages' to the legs to the brain and they were really struggling yesterday and today. When asked for event date pt said 'almost right away'. Pt mentioned that they didn't plug the device in the charger completely for 12 days. Pt mentioned that they were turning 'it' up slowly, they reacted to the stimulator and gradually increased 'it' and never got up to '5'. Pt stated the way their 'legs' last week, they tried to turn 'it' up again to see if it's going to help but now, they need help on turning the stimulation back on. During the call the handset was depleted, so agent told pt to fully charge the handset and communicator. Pt will call back for further assistance. Pt suddenly said that they only have 1 lead that's in the right place but the other lead is not in place.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.